Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet subsequent to sustaining a head trauma. The patient underwent a revision surgery on (B)(6) 2015, to reposition the internal magnet. During the procedure, the surgeon decided to explant the device due to damage in the silicon area. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.